Event description:
It was reported that this right ventricular lead could not be successfully implanted due to an unspecified reason. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).